Manufacturer narrative:
Corrected data manufacturing date additional manufacturer narrative reported event: an event regarding aseptic loosening involving a mets distal femur replacement was reported. The event was confirmed by x ray review. Device evaluation and results: not performed as product was not returned clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for mets distal femoral replacement which was inserted on (B)(6) 2019. The surgeon reported aseptic loosening of the femoral stem. The x-ray provided shows radiolucent line along the stem between the cement mantle and cortical bone and there is some bone resorption near resection level. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate 15 devices were manufactured and accepted into final stock on 21feb2018 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Images of a patient's left side implants were received with following: "you have attached the images for an aseptic loosening of a mets distal femur implanted (B)(6) 2019.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
Images of a patient's left side implants were received with following: "you have attached the images for an aseptic loosening of a mets distal femur implanted (B)(6) 2019."